Event description:
It was reported by end user that joystick right park brake error code would appear and end user would turn tdxsp-mcg power chair off and turn back on in order for it to go away. When unit was stopped it would appear again. End user states that when the chair was turned back on after 10 minutes, the error code would alter between left and right park brake error code. End user states she was stranded in the middle of a large department store. End user's husband checked all the connections and disengaged and engaged the motor brake and that did not solve the problem. He pushed the chair to the vehicle to leave.